Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test and dat test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The low reservoir alarm was set to 20.0 units. Programmed a test bolus. The unit properly alarmed low reservoir with 20.0 units remaining in the status screen. The low reservoir alarm functions properly during testing. Unit uploaded properly using carelink pro. Unit had minor scratched display window, broken battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was 508 mg/dl and current blood glucose is 563 mg/dl and customer's blood glucose while hospitalized was 508 mg/dl. The date at which customer was hospitalized was (B)(6). The cause of hospitalization was high blood glucose. The customer did not experience any symptoms. The customer was treated high blood glucose with bolus. The customer was wearing the insulin pump during the hospitalization. The outcome of hospitalization was customer was customer was treated for high blood glucose but wen he got home his blood glucose went back up. It also stated that the high pressure test was performed and insulin pump dis not passed the high pressure test and drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The low reservoir alarm was set to 20.0 units. Programmed a test bolus. The unit properly alarmed low reservoir with 20.0 units remaining in the status screen. The low reservoir alarm functions properly during testing. Unit uploaded properly using carelink pro. Unit had minor scratched display window, broken battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.